Event description:
The customer reported that the pt cut the canopy with a pocket knife. The customer couldn't specify where. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the back large window has a 6 foot cut in the netting material. (B) (4).